Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several inappropriate anti-tachycardia pacing (atp) and shocks due to an episode of both supraventricular tachycardia (svt) and ventricular tachycardia (vt). The device recorded some noise as well. This episode was isolated and there is no evidence of therapy exhaustion. No device reprogramming was done, patient was admitted to hospital and received new medication as corrective action. No additional adverse patient effects were reported.